Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. Note: not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2010, the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. It is alleged that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
It is alleged by the patient's attorney that on (B)(6) 2010, the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. It is alleged that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2010 - patient was diagnosed with recurrent abdominal wall hernia thereby underwent open repair with the implant of composix kugel mesh (device #1). Per operative notes, "the large hernia was to the right of midline above the umbilicus. The incarcerated hernia sac was dissected free and opened. Dense adhesions of the omentum to the sac was seen and omentectomy was performed. The defects were delineated, the left area of defect had peritonealized mesh from previous repair. The mesh was left intact. A composix kugel mesh (device #1) was placed over the defect sutured and tacked." (Note: the mesh seen during this procedure is unknown) on (B)(6) 2017 - patient was diagnosed with incisional hernia with intermittent bowel obstruction thereby underwent open repair with removal of composix kugel mesh (device #1) and implant of phasix mesh (device #2). Per operative notes, "the hernia sac was identified and dissected free from surrounding tissue. The previous mesh (device #1) was noted to be in hernia sac. The old mesh (device #1) and part of omentum was removed. Multiple adhesions of small bowel to old mesh (device #1) was taken down. A phasix mesh (device #2) was placed and sutured." Attorney alleges that the patient had bowel obstruction, infection, pain, hernia recurrence, seroma, vomiting and emotional injuries.

Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 4 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, obstructions, adhesions, fibrosis, inflammation and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-dec-2008) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.